Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for missing tear drop label on lot # 8304701. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle was missing the tear drop label. This occurred on 20 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320119 batch no: 8304701. It was reported that the consumer thinks about 20 of the pen needles did not have tear drop labels. He started seeing pen needles without the tear drop label. Verbatim: from phone call on (B)(6) 2019 11:35:40: returned call. Consumer reported he thinks about 20 of the pen needles did not have tear drop labels. He started seeing pen needles without the tear drop label since 90 days ago. It wasn't in the bottom of the box this time. Item# 320119; he confirmed the same lot# from the voicemail message. The pharmacy will give him some to use till he re fills the prescription. Incident date-unknown. It has happened every once in a while in the past but he has located the tear drop label in the bottom of the box. Incident date-unknown; occurence-unknown.